Event description:
It was reported by the patient that they experienced a medical event of blurred vision and loss of consciousness while wearing the Pod longer than 48 hours. The patient mentioned they accidently deactivated their Pod during the event due to blurred vision. The agent tried to assist the patient in reconnecting the Pod but was unsuccessful due to the duration of time the Pod was not connected. System reportedly displaced ¿cannot find Pod.¿ The patient mentioned they would activate a new Pod later on. There was no mention of blood glucose levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 4.0.2.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Dexcom G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.